Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/8/2023, it was reported by a sales representative via (B)(4) that the flipcutter ii from an ar-1288qis-100 quadlink implant system tip broke. When the surgeon attempted to flip the blade and ream a tunnel, the tip broke. The fragments were retrieved and an ar-1204ff flipcutter iii was opened to complete the case. This was discovered during an aclr procedure on (B)(6) 2023.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint confirmed. One unpackaged ar-1288qis-100 was received for investigation. Upon visual evaluation, it was noted that the cutter tip was broken off. It was noted that the detached tip shaft was bent. Functional testing was not performed due to the damage to the device. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause for the reported failure can be attributed to improper bone prep, misaligned insertion, and prying/leveraging the device during insertion.